Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. The lead had an induced cut in the insulation approximately 25 centimeters from the is-1 terminal pin. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis was unable to confirm any characteristics that would have caused or contributed to a dislodgement.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the implant procedure, this right ventricular (rv) lead was positioned with stable parameters. A few minutes after positioning, loss of sensing and capture were observed and it was concluded that the lead had dislodged. An attempt was made to reposition the lead, but the helix would no longer fully retract. This rv lead was removed and replaced prior to pocket closure. The physician punctured the lead insulation to maintain vein access. No adverse patient effects were reported.